Manufacturer narrative:
This was initially reported on the summary report dated 12/23/2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced erosion, infections, vaginal scarring and dyspareunia, hematuria, urinary tract infections, dysuria, urgency and frequency. The plaintiff underwent a revision. Furthermore, it was reported that the plaintiff died. No cause of death was reported.